Event description:
It was reported that during a device change out due to eri, low sensing was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 11.5 cm from the connector pin consistent with lead friction to the ICD. The etfe coating of the rv conductors was intact.